Event description:
A consumer reported receiving a high glucose reading of 189 mg/dl. Shortly after, reports sustaining a seizure while operating motor vehicle. Resulting in emergency transport to a hosp. Customer kept for observation at the hosp then released. Investigation showed the consumer was using expired test strips.